Manufacturer narrative:
(B)(4). Baxter has received the device is question, however due to an error during the service process the device was not tested for the flow rate inaccuracy. When the error was identified, the device was in a condition that did not allow for further testing. The device was calibrated to ensure future accurate flow rates.

Event description:
During baxter's functionality testing of a spectrum pump it failed to deliver to programmed amount by >10%. There was no patient involvement.